Manufacturer narrative:
Correction to d9: sample not returned. Correction to h3: device not evaluated. Correction to h6: type of investigation.

Manufacturer narrative:
According to the customer, the "cordis catheter began leaking at connection site where the line meets the cap" during a "CABG" procedure on (B)(6) 2022. The customer reported the line continued to "leak" after the cap and IV tubing connected to the "pigtail" were changed. The customer reported the patient became "hypotensive 59/36" due to the "levophed" medication leaking. The customer reported the "levophed" was moved to the "subclavian central line and phenylephrine was added for blood pressure support" after the leakage was identified. The customer reported after the incident occurred the line was "pulled and discontinued". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "cordis catheter began leaking at connection site where the line meets the cap" during a "CABG" procedure on (B)(6) 2022.